Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause for the optical system sensor error was most likely a contamination of the dirty front optical connector. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the automated impella controller (aic) had an optical sensor error during the impella setup. Impella support was initiated without the sensor. The aic was replaced without issue. The patient expired while on support.